Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detached from connector on (B)(6) 2024. The infusion set was in use for 2 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007805 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 static pull of the tubing-tubing connector according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007805 was manufactured according to the wi version 114 in the line 8, on 27/jun/2024, with a total of (B)(4) units. Gluing of tubing. The lot 4f01644 was manufactured according to the wi version 7.0 in the gluing of tubing in the machine itl01, on 17/jun/2024, with a total of (B)(4) units. The lot 4e01995 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc04, on 14/may/2024, with a total of (B)(4) units. The lot 4f03467 was manufactured according to the wi version 7.0 in the gluing of tubing in the machine itl01, on 20/jun/2024, with a total of (B)(4) units. The lot 4f05523 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 27/jun/2024, with a total of (B)(4) units. The lot 4f03082 was manufactured according to the wi version 7.0 in the gluing of tubing in the machine itl01, on 265/jun/2024, with a total of (B)(4) units. The lot 4f04704 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc04, on 26/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/jun/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6007805 and no other complaint has been registered in database for the same lot# 6007805 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.